Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive and a button error alarm occurred on the insulin pump. Customer's blood glucose was 97 mg/dl. The customer reported exposing the insulin pump to moisture from sweat. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found under lcd screen, electronic assembly or motor. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.